Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Patient reported "I have implants already but I had a doctor damage my left muscle and was told I could never have an implant underneath the muscle again so I had an implant put on top of the muscle and now it's leaked out having paid almost a total of 20 thousand dollars I'm looking for someone to help me figure out what's going on and why my first doctor never told me he damaged the muscle. It affects me everyday and I just need some help on what can be done to fix's the problem and have my implant put back in". This record is for the left side. Device remains implanted.